Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Although requested by tandem technical support, the customer did not clarify if they had a back up method of insulin therapy. A replacement pump was sent to the customer.